Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a difficult microintroducer advancement is confirmed but the exact cause remains unknown one guidewire was returned for evaluation. Two kinks were present 2.3 and 2.6 cm from the distal end of the guidewire. The presence of a bend in the wire may have contributed to the difficult advancement. Microscopic observation of the distal tip revealed the weld tip to be severed off. The weld tip portion was not returned. The coils were found to still be tightly wound near the fractured region which suggest the wire may have been cut. The event description appears to suggest the guidewire was cut in an attempt to remove the bent region. Since a bend in the guidewire may have contributed to the reported event, the complaint is confirmed but the exact cause remains unknown. Additional possible contributing factors include damage sheath tip and bent microintroducer. A lot history review (lhr) of redr2408 showed three similar product complaint(s) from this lot number.

Event description:
It was reported that during placing the catheter in this patient at 11:00 am, the operator found that the microintroducer was slightly deformed at the end and the introducer sheath was difficult to be inserted. After cut off the slightly deformed segment at the end, the introducer sheath passed successfully, causing no adverse effects on the patient. 06/30/2021: the returned guidewire was found kinked.